Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service repair technician indicated that corrosion in the air water nozzle was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the corrosion in the air water nozzle was traced to cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.